Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. They were unable to verify the reported "stacking breaths" problem. Connected a known good ac adapter, patient circuit, and vt plus flow analyzer. Ran the unit with the customer's settings and passed 48.3 hours of extended testing. The vent breath rate was set at 12bpm and the vt plus read 12.1bpm. The vent was reading a vte of 154lpm and the vt plus was reading 156.0lpm. It passed the initial final test and the initial alarm volume test.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator is stacking breaths. The issue occurred while being used on a patient. The customer confirmed that there was no patient harm associated with the reported event.